Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 8.0x59mm omnilink elite stent dislodged in the introducer and came out through the artery. Surgery was performed to remove the dislodged stent. A dissection was noted in the artery due to the removal of the loose stent. The physician had to make an incision to repair the artery and then use a patch. The 2 additional stents implanted were to treat the dissection. There was no adverse patient sequela. The operating time was extended by 1 hour. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The reported patient effect of dissection is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported stent dislodgement and dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. Factors that may contribute to a stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, handling of the stent during preparation, interaction with challenging anatomy, and/or interaction with accessory devices. In this case, there was no damage or anomalies noted to the stent delivery system (sds) during the inspection prior to use or preparation for use which suggests a product quality issue did not contribute to the reported difficulty. It is possible that an interaction between the sds and introducer sheath may have contributed to the reported stent dislodgement; however, this cannot be confirmed. Additionally, the dislodged stent was successfully removed from the anatomy via surgery. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9/h3: device return status: subsequent to filing the initial report, additional information was received stating the device was discarded and would not be returned.